Manufacturer narrative:
(B)(4). Initial visible inspection did not reveal any anomalies. A syringe was placed on the stopcock and the ensite array balloon assembly profile was brought up to the highest point. The distal end of the catheter was placed in water, and when the balloon was inflated a leak was detected. There was no visible damage observed on the braid wires near the hole in the balloon. There were no issues when performing a basic continuity test. All test points were tested and confirmed to have good continuity. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification of the reported event is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported the ensite array catheter developed a hole in the balloon of the array assembly during a diagnostic procedure. During the diagnosis of the arrhythmia it was noted the physician was unable to obtain a signal from the ensite array catheter. The catheter was removed from the pt and during inspection a hole was noted in the balloon of the array assembly. The catheter was replaced and the procedure was successfully completed.